Event description:
Patient was on a bunnell jet ventilator in conjunction with servo I ventilator. The lifeport adapter kept on wiggling out of endotracheal tube, which is a hudson rci product. Pt had to be reintubated. Patient was hand ventilated during this process, developed a pneumothorax, and required chest compressions. Used in conjunction with 2.5 hudson rci sheridan ett.